Manufacturer narrative:
Findings: pump passed all operating currents tested with in the spec range and passed off no power test. Pump was monitored and tested with no failed battery test, no unexpected battery out limit, and no bad battery alarm noted. Pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 259 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer called back stated that the battery cap did not resolve the issue. The customer sent the insulin pump back for analysis.